Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer and inner valves. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the outer and inner valves. The reported event was confirmed.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) presented air aspirated and a leaky valve. Sheath seemed to be pulling in air when the doctor was flushing and aspirating between catheter exchanges. To solve the issue the device was replaced, and the procedure was completed without patient complications. It was further reported that the physician saw air drawing back from the side port faradrive sheath. They were working in the left atrium when we had to bring the farawave out to investigate an inverted spline. When the physician put the farawave back in the faradrive he aspirated like normal and small bubbles came from the valve of faradrive.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) presented air aspirated and a leaky valve. Sheath seemed to be pulling in air when the doctor was flushing and aspirating between catheter exchanges. To solve the issue the device was replaced, and the procedure was completed without patient complications. The device has been received for analysis and investigation is in progress.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information added to describe event or problem.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) presented air aspirated and a leaky valve. Sheath seemed to be pulling in air when the doctor was flushing and aspirating between catheter exchanges. To solve the issue the device was replaced, and the procedure was completed without patient complications. Device return status is unknown. It was further reported that the physician saw air drawing back from the side port faradrive sheath. They were working in the left atrium when we had to bring the farawave out to investigate an inverted spline. When the physican put the farawave back in the faradrive he aspirated like normal and small bubbles came from the valve of faradrive.